Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also manufacturing report number 2032227-2014-33400.

Event description:
Customer reported a difference of over 134 percent between his blood glucose and sensor glucose value. Customer reported that the sensor glucose showed 66 mg/dl, triggering the threshold suspend, when she her blood glucose value was at 336 mg/dl. It was reported that the customer was hospitalized on (B)(6) 2014 due to a sensor glucose and blood glucose difference. Troubleshooting showed the customer had experienced bent sensor cannulas. Customer also reported that she was hospitalized for diabetic ketoacidosis on (B)(6) 2014 due to fluctuating blood glucose after experiencing the threshold suspend. Advised will send replacement sensors. Nothing further was reported.